Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer's blood glucose (bg) level was impacted (358 mg/dl).

Manufacturer narrative:
Follow up with the customer on (B)(4) 2014 indicated that the customer loaded a new cartridge and insulin delivery was resumed. Customer had administered a manual correction bolus to manage high bgs. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.